Event description:
It was reported the customer received a button error alarm. The customer also had high sugar levels and ketones. The customer also reported a failed battery test and low battery alarms. Customer's blood glucose was 90 mg/dl. The customer could not recall any significant events leading to the alarms. Troubleshooting did not find any damage to the battery cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. All operating currents were within specification, and no unexpected low battery, failed battery, weak battery or off no power alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.